Event description:
Treatment report was received which showed the flap was placed in contrast to the right eye clearly decentralized. The lower three infrared images that the stromal bed ends at the front edge of the pupil is why the surgeon covered this area with a wedge swab for protection. A large part of the laser area has not been deposited in the stromal bed but landed on the swab which may explain the double images the patient is now complaining about. A sales representative informed that the pre-operative and post-operative topographies illustrated very well that there was an irregular tissue ablation in the left eye. This significantly irregular ablation cannot be easily corrected with glasses or contact lens.

Manufacturer narrative:
Review of the logfiles for the day of treatment showed no errors or any relevant warnings that could contribute to the reported event. The logfile showed successfully performed treatments. The related treatment cannot be identified. The review of the complete day showed no abnormalities or deviations. No relevant deviation between planned and performed energy was detectable for all treatments. The user operated within the recommended energy settings. The logfiles shows no relevant errors or warnings that could contribute to the reported event during the whole day. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history record (DHR) for the device has been reviewed. The associated device was released based on company's acceptance criteria. (B)(4).

Event description:
A clinic secretary reported that a patient had lasik done bilaterally approximately seven months ago. A laser error appeared while creating the left eye flap. The flap could not be completely opened. The excimer laser treatment was performed which led to irregular tissue removal post-operatively. The patient noted an improvement in refractive error on the left eye. Upon follow up, sales representative reported that the surgeon proceed with the treatment. Field service engineer had already checked and no errors were detected. A sales representative reported that refractive unsatisfactory result was due to a discrepancy in the treatment process by the customer.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received. The patient will need to have defective vision corrected in both eyes. The patient experienced double vision and halos. A flap rinse was performed approximately six months after the procedure.